Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/29/2025, a sales representative reported via email that an ar-2326bcc biocomposite swivelock anchor broke during implantation. The surgeon used the appropriately sized drill and tap for the swivelock, with the first 3.9mm swivelock functioning as intended. However, the second swivelock anchor that was used broke. To complete the repair, an additional ar-2326bcc biocomposite swivelock anchor was used. No harm was done to the patient, and no extra time was added. All broken pieces were removed. This was discovered during a hamstring repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.